Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The root cause for the defective component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.